Event description:
It was reported by the rep that the (1) tsw 45 was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported that the stapler misfired on the tissue. There was no consequence to the pt. 7/13/1999: updated info: the sales rep spoke to the surgeon and was informed that the stapler "locked out". The case was completed with a new stapler.